Event description:
It was reported that the patient presented in clinic for generator exchange procedure. It was noted that the right atrial (ra) lead was dislodged. The patient was asymptomatic. The ra lead was extracted, but the physician elected not to replace it. The patient was stable throughout the procedure.